Event description:
The sutures were used during a discectomy procedure. Reportedly, the pt was taken back for a re-operation due to dehiscence. The hospital has reported the pt status as satisfactory.